Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the dxc 600i clinical chemistry analyzer system. The customer replaced the sodium measure electrode per the cts recommendations. No further issue was reported. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1 initial reported email address: (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned seven (7) low sodium (na) patient results involving their unicel dxc 600i synchron access clinical system. The customer indicated that the patient results on the dxc 600i clinical chemistry analyzer were four (4) to five (5) points lower than their istat instrument results. The customer reran patient samples on the istat and obtained results considered correct by the customer. The customer reported out the results generated with the istat instrument. The erroneous results generated were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.